Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced an atrio-esophageal fistula. The outcome of this case is unknown. It is unknown if there were any interventions taken or if extended hospitalization was needed. The patient has fully recovered. No further patient complications have been reported as a result of this event.